Event description:
Colonoscopy with thermal cautery performed. Within 24 hours patient developed severe diarrhea. Cidex used to clean colonoscopedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed, visual examination, other. Results of evaluation: none or unknown. Conclusion: user error contributed to event, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided, inserviced by manufacturer/distributor representative, inserviced by other facility staff, other. Invalid data - on device destroyed/disposed of status.